Event description:
T was reported the cuff "breaks easily, even if it has not been touched". Customer had to use "several tubes during the same anesthesia". Patient involved , no injury.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
UDI related data quality updates only.

Manufacturer narrative:
Email is: regulatory.responses@icumed.com evaluation codes: updateddevice evaluation: one device was returned for investigation. Device was received in used conditions with the original packaging opened. No visual defects were detected. Functional testing found no faults. The complaint was not confirmed. Based on the analysis performed on the sample provided and the reported by the customer, no root cause could be determined since the complaint was not confirmed due sample provided does not shows the failure mode reported, no failure identified. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions are required since the complaint was not confirmed.